Event description:
The pt was being supported using a 754 portable ventilator while in transport when the ventilator showed low battery and would not work on external power. Very little info was provided in relation to the event however, it was reported that the pt required support using manual ventilation. The clinician reporting the event did not state whether the event caused any adverse effect on the pt. Though an adverse event was not reported, it was reported that the device malfunction caused the need for manual back-up ventilation. This event is being submitted as a serious injury event because the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and found to pass input testing however, the device external power supply/charger was not working. The charger was replaced, preventive maintenance, calibration, burn-in and output testing was performed on the ventilator. The root cause of the power supply failure is currently being investigated. The unit was returned to the end user after it tested within specification.